Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 2 months after dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 28 ncm of primary stability was achieved, bone graft was executed, immediate implant and immediate load procedures were performed and the patient presented bone type iii. The patient also presented peri-implantitis.